Event description:
Patient experienced infection. Ipg (implantable pulse generator) system was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154873.